Event description:
Pentax medical was made aware of an event that occurred during use in china within the apac region. The reported event, "when the patient underwent electronic colonoscopy for abdominal pain and distension on (B)(6) 2022, he developed intestinal colic due to irritation to the gastrointestinal tract , which could not be relieved for a long time. When intestinal colic occurred, racemic anisodamine injection was administered intravenously, and it was relieved. No device fault happened." The reported event involved the pentax medical video colonoscope model ec38-i10m, serial number a160729. This event meets the requirements for FDA reportability; however submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
International medical device regulators forum (imdrf) adverse event reporting (B)(4). The investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
F10 original coding is not appicable as it was learned this event was falsely reported. Additional information: pentax medical engineers confirmed that this adverse event was a false event (wrong ae reported by the hospital). Also, upon checking with the hospital, the department head also found that this case never happened, they did not even purchase this model endoscope. Based on the above, we found that no adverse event occurred hence we are submitting a supplemental report. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.